Event description:
Customer service manager, received and forwarded this complaint on (B)(4) 2013. Information received via complaint states the following: the flexi-seal signal balloon came slightly inflated inside packaging however the nurse could not deflate the balloon fully to be able to insert into the patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. An investigation was conducted at the supplier and the supplier reviewed the retention samples from the related lot. Balloon appearance, catheter body and valve functions were normal. The supplier concluded that if during the process the balloons failed test it will be detected and product stopped. If the syringe is not fully connected, the balloon cannot be fully inflated or deflated. Defective situation may not be known because the sample was not returned. Parts are randomly inspected at incoming inspection and test performed during the manufacturing process. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Reported to the FDA on december 13, 2013.